Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 9565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported on (B)(6) 2016 that the patient's lead had migrated to the wrong side, causing the stimulation to be in the wrong location. A lead revision was conducted on (B)(6) 2016, where a surgical lead was implanted instead of a percutaneous lead due to the migration issue. Since the revision, the patient's pain still had not gone away, they had not recovered completely, and they were still having stimulation in the wrong location. The patient was not feeling the stimulation in the left leg, as desired. They were only feeling stimulation in their stomach and their right leg. Adjusting stimulation during troubleshooting did not resolve the stimulation issue, and the patient was going to follow up with their health care provider (hcp). The indications for use were non-malignant pain and complex regional pain syndrome type 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial#(B)(4) implanted: 2016-(B)(6) explanted: 2016-(B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6)explanted: 2016-(B)(6) product type lead product ID 39565-65 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type lead h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device never worked for their symptoms. The patient stated that the implant had been dead for two years and had never been placed properly. The patient explained that they had six revision over a four month period from when they got the device implanted.